Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Both pitch cables were loose, but not visibly broken at the instrument's wrist. The cables appeared kinked due to the loss of tension. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. Additional observation not reported by site was tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .230 in length and not aligned with the tube axis. Engineering concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a reprocessing inspection, a pk dissecting forceps instrument had a kinked cable. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.